Event description:
Event description guidant received information that transvenous pacing lead exhibited noise and out of range impedance measurements. A review of the daily measurements indicates this has been present for approximately three months. The noise can intermittantly be reproduced and a lead fracture is suspected.